Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged fungal infection is related to v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the patient allegedly experienced an allergic reaction to the drape. The nurse reportedly observed redness and moisture with odor from the periwound. The physician was notified and a powder was ordered for the patient's periwound. On (B)(6) 2015, the following information was reported to kci by the nurse: the nurse clarified that the patient has a fungal infection that is being treated with a fungal powder. The nurse observed the wound today and reported the wound looked good with no odor noted. No additional information is available. There have been several unsuccessful attempts made to obtain the v.a.c. Drape lot number, therefore a device history review could not be performed. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2016, the unit remains with the patient to date with no further reported issues; therefore the device is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. After a post patient placement quality control (qc) procedure by kci field service on (B)(6) 2016 the unit passed and underwent a subsequent patient placement. The unit was tested by kci quality engineering on (B)(6) 2016 and again passed qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.